Event description:
It was reported to boston scientific corporation in 2008 that a rapid exchange biliary stent was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed the same day (a female patient; weight is unknown). According to the complainant, "the stent appeared to be fully deployed under fluoroscopy. The stylet was pulled all the way back, but the stent would not release. The nurse pushed the stylet back and forth several times and was able to maneuver it in a way that released it. " the procedure was successfully completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual inspection of the returned delivery system revealed that the push catheter was wavy and bent in multiple places. The guide catheter was found to be bent near the distal end. A functional inspection found that the guide catheter could be retracted and extended with resistance being felt most likely due to the deformation to the push catheter. The cause of the damage is undetermined, however the most likely cause is operational context. A review of the device history record for the pertinent lot was performed; no anomalies were noted.